Event description:
On (B)(6) 2012, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. During the procedure, the two tag devices were deployed as planned. It was reported the devices moved distally due to ballooning at the proximal end. A proximal type I endoleak was observed on angiograph. The physician attempted to implant a palmaz stent (xl) to treat the endoleak. However, the palmaz stent reportedly jumped proximally upon deployment, and landed in the ascending aorta. The physician was able to pull the palmaz stent back using a snare catheter. While doing so, it was reported the stent became stuck to the proximal end of the tag system, resulting in both tag devices being pulled distally. An angiogram revealed the distal tag device had covered the celiac artery. Additionally, it was reported the palmaz stent had passed through the tag system and into the abdominal aorta. Attempts to clear the celiac artery using endovascular techniques were unsuccessful. The physician opened the abdominal aorta. The palmaz stent was removed, and celiac artery blood flow was restored. The tag device system still remained. To treat the proximal type I endoleak, the physician implanted an additional tag device at the proximal end. The endoleak was resolved, and the procedure was completed with no further complications. The patient tolerated the procedure.

Manufacturer narrative:
Additional tag device included in this report: (B)(4). Results: a review of the manufacturing records for the device verified that the lots met all pre-release specifications.